Event description:
Use of humalog insulin in disetronic insulin pump. Severely elevated blood sugars. Humalog becomes unstable/ineffective in disetronic insulin pump. Suspect that humalog insulin may be incompatible with infusion set used to deliver the insulin. Question whether or not insulin becomes ineffective when exposed to plastic used in the mfg of tubing.